Event description:
The customer called to report a protruding drive support cap. The customer noticed the protruding cap in february and did push it back into place. However, no low blood glucose or adverse event was reported. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.